Event description:
Prior to the beginning of the procedure, after the sheath was in place the pt experienced an anaphylactic reaction and intervention was necessary. The user facility is not convinced the sheath is the root cause of the anaphylactic reaction, since the pt recovered from the event without removal of the sheath. The pt fully recovered. The device has been discarded by user.